Event description:
It was reported by the pt's attorney that as a result of having the product (s) implanted, the pt has experienced multiple complications including erosion, formation of scar tissue, dyspareunia, loss of proper bladder functioning, and neurologic compromise to her structures and tissues, has had to undergo multiple operations, and has sustained permanent pain and suffering.

Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal mesh erosion/extrusion requiring excision surgery, urinary retention, abdominal, pelvic and vaginal pain, infection, inflammation, total urinary incontinence, neuropathic pain, formation of scar tissue, inability to confidently and pleasurably have intercourse, dyspareunia, anxiety, depression, pain down thigh, recurrent anterior wall prolapse, poor pelvic tone, urgency and urge incontinence, grade 3 cystocele, grade 1 rectocele, vaginal bulging and pressure, dysuria, trouble with bowel movements and bilateral ureter obstruction requiring stent placement.

Event description:
(B)(4).

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced incisional pain, small amount of vaginal spotting, granulation tissue with treatment of silver nitrate, abdominal pain, problem voiding, not emptying, erosion of left anterior mesh, recurrent cystocele, enterocele, recurrent pelvic prolapse, vaginal foreign body, vaginal bulging and pressure, discomfort with intercourse, slow urinary stream, occasional urgency, left lower quadrant pain, urge incontinence, weak pelvic floor strength, dysuria, pelvic pain, revision of pubovaginal sling, excision of eroded mesh, vaginal vault prolapse, rectocele, trouble with bowel movements, +1 bladder neck mobility, insertion of ams elevate anterior cystocele repair, vaginal vault suspension, rectocele repair, adhesions, bilateral ureteral obstruction with ureteroscopy and bilateral stent insertion with stent removal due to migration of the stents, bloody urine (hematuria), ureteral disorder, foul smelling vaginal discharge, leakage requiring protective large pads 8 times per day, overflow stress urinary incontinence, urinary incontinence without sensory awareness, extrusion of vaginal mesh, hydronephrosis, erosion of vaginal mesh, extrusion of vaginal mesh with small stone, overactive bladder, recurrent urinary tract infections, multiple surgical and nonsurgical interventions. The patient alleged neuropathic pain, anxiety, and depression.